Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) was emitting beeping tones and the health care professional (hcp) could not see any reason for it when the latitude system was checked. Technical services (ts) reviewed the case and noticed that the beeping tones alert was turned on for high right atrial out of-range (oor) pacing impedance measurements. Further review of the patient's data revealed that 2 jumps in the impedance of over 300 ohms occurred. Ts explained the spring contact issue to the hcp and suggested bringing the patient to the clinic to turn off the oor impedance alert and further evaluations of the ra lead. The atrial impedance alert was programmed off. No further changes were performed. This ra lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).